Event description:
It was reported that the patient needed a new patient programmer manual and their stimulation was turned up really high and was stinging them. The patient was in their health care provider¿s (hcp¿s) office 8 days ago and they turned up stimulation because the patient had to catheterize again. It was noted that since turning stimulation up it had been uncomfortable and the patient could live with it but it was annoying. The patient had no one there to help them decrease stimulation and would call back if their friend came over. It was reported that the patient had a fall in april and after the fall their symptoms returned. The patient¿s hcp thought the fall might have caused their symptoms to return. It was noted that this was the patient¿s second device and their first one was replaced due to normal battery depletion. Additional information received reported that the patient fell on 2014-(B)(6) and since then their device hadn¿t been working as well and they started to have to catheterize more after they fell. The patient¿s hcp reprogrammed the patient and brought it up a little higher and it had helped with the catheterizing but the stimulation felt burning and aggravating. It was noted that the hcp changed programs and the patient told them they could feel little pins stimulating in the buttocks and vagina. The hcp told them it would go away in a couple of days so now it had been over a week and it was still there. It was reported that the patient told the hcp and they said it needed to be turned down. The patient¿s stimulation was decreased from program 3 at 1.7v to 1.4v and they did not feel the strong stimulation all the time. It was stated that it came and went and the patient did not feel it right now.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va053wy, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).